Event description:
Philips received a complaint on the v60 ventilator indicating that the tidal volume could not be increased, so the pressure was too low despite the gas line connections being normal. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported. It was stated that the patient was placed onto the v60 ventilator due to having difficulty breathing. The customer confirmed that the issue occurred despite the device being connected to an oxygen source. The device was removed, and the patient was immediately swapped to another ventilator for treatment. The investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp), it was stated that device's diagnostic report (drpt) was not available to be provided. The device was repaired at the customer site by a third-party service. The details of the repair were not provided. It was confirmed that the device was returned to full functionality and returned to use. The type of testing completed to confirm the return to full functionality was asked but unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.